Manufacturer narrative:
Device evaluated by MFR. Visual inspection of the device showed no obvious visual defects. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. The thermocouple/magnetic sensor/ and resistor ID resistances measured in spec and were typical. All electrode resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Sem photos of the tip and each of the mini electrodes were taken. No adhesive or foreign material was noted on the electrodes. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak and post soak conditions met current device specifications, where peak to peak values were less than 0.4 mv. However, pump related vibrational noise (low frequency) was observed most noticeably in all mini bipoles, up to approximately 0.22 mv in some cases. A total of 4 d06 temperature errors were observed when initially connecting the device after soak/irrigate process. The handle was opened. The proximal shaft was cut proximal to the butt bond and the insulation sheath was removed. Multiple areas of the guide coil have damage to the insulative coating exposing bare metal. At three of these exposed metal areas of the guide coil, the coating of the magnetic sensor wires has also been scraped off exposing bare metal. A twist in the thermocouple was also noted in the proximal shaft. X-rays confirmed that both wires are intact. The distal end was dissected. A twist in the thermocouple was noted approximately 3.5cm from the tip. There is corrosion on the green thermocouple wire and the insulation is slightly lifted where it meets the red thermocouple wire. Tubing to seal off the irrigation ports and mini electrodes was placed on the tip. Using an air pump, small bubbles could be seen coming from the proximal end of the tip when the entire distal piece was submerged in water. This indicates that there is most likely a leak in polyimide tubing.

Event description:
Reportable upon analysis completed on 31may2019. It was reported that temperature and impedance readings were incorrect. A intellanav mifioi was selected for a atrial fibrillation radiofrequency ablation procedure. Following ablation the catheter temperature had increased over 50 degrees and impedance was not correct. The physician decided to replace the intellanav cable and to removed the catheter from the patient to wash it but the temperature values were still not correct. The procedure was completed using another intellanav oi with no patient complications. However, returned device analysis revealed a leak in polyimide tubing.